Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient's implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient's ins was at elective replacement indicator (eri). The device was interrogated prior to replacement surgery. There was a short circuit detected before surgery. After the device was replaced, the short circuit still remained. The session report pre-op showed the following out of range impedance: 1 <(>&<)> 3 49 the session report post-op showed the following out of range impedance: 1 <(>&<)> 3 44 the issue was not resolved at the time of report. No symptoms were reported. No further complications were reported/anticipated.